Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00262, 2030404-2019-00040, 2182269-2019-00076. During a pulmonary vein isolation procedure, a pericardial effusion occurred. There were no patient symptoms. The effusion was diagnosed by transthoracal echocardiogram. The left atrium was reached and the procedure was able to be completed. The patient was stable throughout the procedure and after being followed under intensive care for observation. It was indicated the puncture was difficult and the aortic bulb may have been punctured. There was no indication that an abbott device caused the event, but the cause could not be confirmed. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.